Event description:
It was reported that a pseudo pseudofusion was causing ventricular undersensing on the device. Competitive atrial pacing caused intrinsic r-waves to fall into the post ventricular atrial refractory period leading to inappropriate mode switching. The patient is in poor health, on a heart transplant list, and is being supported by a ventricular assist device. Programming changes were made and resolved the pseudo pseudofusion. The patient was fine from a device perspective.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.